Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for complete clip detachment and embolization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and presence of a previous transcatheter aortic valve implantation (tavi). One mitraclip was implanted, reducing mr to 3. A second clip was attempted to be implanted; the clip was deployed and the clip delivery system (cds) was removed with the steerable guide catheter (sgc). However due to user error, the gripper line was not removed. An attempt was made to pull on the gripper line but this resulted in the clip detaching from the mitral valve. The gripper line came completely off the clip and was successfully removed from the anatomy. The clip migrated to the external iliac vein. A CT scan was performed. A snare device was used and the clip was retracted 5-6 cm from the groin, however at this point the snare detached and the clip remained in the femoral vein. It was noted that the clip was stuck in the vein and in the tissue and could not be removed; the clip remains in the patient. The patient is under surgery consult, but no treatment has been planned at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on information reviewed, the reported complete clip detachment (ccd) and gripper line difficulty appears to be due to reported user error. It should be noted that in the mitraclip instructions for use, states ¿grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line." The reported patient effects of embolism and foreign body in patient as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The patient effect of the embolism and subsequent foreign body in patient appears to be related to the ccd. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017 - failure to follow steps/instructions. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.